Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b3, b5, b7, g3, g6, h2, h6. H11: corrective data: based on the additional information obtained, clinical code and type of investigation have been updated accordingly, and this correction is being submitted.

Event description:
It was reported that a 29mm 6900ptfx mitral valve in the mitral position was disabled via valve in valve procedure after an implant duration of 8 years, 11 months due to stenosis. The patient presented with fatigue. Tmvr was completed with a29mm 9755rsl transcatheter valve with good result.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per doc-0249432, stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause is unable to be determined, however, patient factors likely caused or contributed.

Event description:
It was reported that a 29mm 6900ptfx mitral valve in the mitral position was disabled via valve in valve procedure after an implant duration of 8 years, 11 months due to stenosis. Tmvr was completed with a29mm 9755rsl transcatheter valve with good result.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.